Event description:
It was reported that the patient had no stimulation sensation. The patient had their implantable neurostimulator (ins) replaced on 2014 (B)(6) due to normal battery depletion and since then they had not had any stimulation even at 10.5v. The manufacturer representative did not think that impedances were taken during the replacement procedure. The patient¿s previous ins died 4 years prior to the report and the patient had not gotten it replaced due to lack of access to a health care provider. There was an x-ray done of the system 3 days prior to the ins replacement. The manufacturer representative did an impedance test at 3v and all the pairs were around 22 thousand, 23 thousand, or 24 thousand ohms though none were > 40,000. The lead-extension connection was on top of the patient¿s spinous process and they could feel it when they leaned back. It was further reported that there was no resolution to the issue. The manufacturer representative thought there seemed to be a fracture or disconnection between the lead and the extension. The doctor was planning to take out the old leads and extensions and replace them with 2 octrode leads. There was no surgery date at the time of the report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3487a-33, lot# j0504356v, implanted: 2005 (B)(6); product type lead product ID 3487a-33, lot# j0504356v, implanted: 2005 (B)(6); product type lead product ID 748925, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 97740, serial# (B)(4); product type programmer, patient product ID 748925, serial# (B)(4), implanted: 2005 (B)(6); product type extension. (B)(4).